Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that prior to use, the cardiosave intra-aortic balloon pump (iabp) unit was found to be leaking. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
It was reported that prior to use, the cardiosave intra-aortic balloon pump (iabp) unit was found to be leaking. There was no patient involvement. A getinge field service engineer (fse) evaluated the cardiosave intra-aortic balloon pump (iabp) unit, but was unable to reproduce the reported issue. The iabp was able to pass all the leak tests, and the fse performed all functional and safety checks to meet factory specifications. The iabp was then released to the customer for return to clinical service.